Event description:
The reporter indicated that the surgeon implanted an implantable collamer into the patient's eye. The lens had became damaged. The lens was explanted and then replaced with immediate axis modification with a back up icl. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim#: (B)(4).